Event description:
Following a catheterization procedure on 11/14/1997, an angio-seal device was placed in the right femoral artery and hemostasis was successfully achieved. Prior to discharge the pt had a minor complaint of discomfort, but was discharged as scheduled. On 11/18/97 (four days later), the pt returned to the hosp with a cyanotic right leg and a loss of pulses distal to the puncture site. The pt was taken to surgery, where dense scarring was found in the area of device deployment; collagen was identified to have been deployed intra-arterially. A right femoral thromoembolectomy and right femoral endarterectomy with vein patch reconstruction were performed. The pt reportedly tolerated the procedure well, and was discharged home with no further sequelae at time of this report.